Event description:
It was reported that the device exhibited an incorrect measurement. The battery went from elective replacement indicator (eri) on (B)(6) 2022 to false end of service (eos) on (B)(6) 2022. The device was later explanted due to normal eri. The patient¿s condition was stable prior to, during, and post-procedure.

Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. The device was received with battery voltage at elective replacement level. The pacer triggered a false end of service alert in the field consistent with low voltage fluctuation. Electrical and mechanical analysis performed indicated normal functionality with normal measurement. During the analysis, the device was interrogated multiple times and normal measurements were noted. A longevity assessment was performed based on the average drain current, and the device exceeded projected longevity indicating normal battery depletion.